Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a leak from their pd transfer set (ts). On an unspecified date, the hp came into the clinic and reported that their ts had leaked from the tip. The fluid that leaked was clear in color. There was no damage noted on the set. The ts was taped to the patient's body and it was not known how long the ts had been in use. The nurse did discuss the possibility that the transfer set may have gotten wet from the shower but when the home patient arrived at the clinic the transfer set was dry. The nurse changed the ts and since the change, the patient has not reported any leaks. The nurse said they will monitor the hp. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.